Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed on the steerable guide catheter for septal tear, which is considered serious injury. It was reported that on (B)(6) 2015, the patient underwent a procedure to treat degenerative mitral regurgitation grade 4. The clip delivery system (cds) was advanced through the steerable guide catheter (sgc) and into the left atrium; however, the clip was unable to open. The cds was removed without issue and a second cds was advanced through the same sgc without difficulty. Multiple attempts were made to position the cds; however, it was noted that there was a tear in the septum, which did not allow the septum to provide stability for positioning the devices. The sgc and cds were removed without issue. No treatment was provided for the septal tear and the mitraclip procedure ended without implantation of a clip. The mitral regurgitation remained at grade 4. No additional information was provided.